Event description:
The customer reported the system's circuit breaker tripped without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system's transformer was adjusted. The system was then found to be operating as intended.